Event description:
During an endoscopic procedure, a cook instinct endoscopic hemoclip was used in the stomach for hemostasis. The clip did not feel like it deployed. The clip would not detach [release] from the catheter [of the clip deployment device]. Upon viewing the handle, the drive wire appears to have broken. Our lab eval of the returned device confirmed the hook has broken at the distal end of the drive wire. A clipping device from another MFR was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our lab eval of the product said to be involved confirmed the report. The drive wire did not separate inside the handle. However, the drive wire was not visible in the component attachment indicating the hook has broken at the distal end of the drive wire. The drive wire was removed to confirm that the hook has broken from the distant end of the drive wire. The clip was removed from the end of the device and the broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. Seven unopened devices from the lot said to be involved were also returned for eval. Unopened device #1 through #6: the devices were returned in a sealed pouch. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore the device functioned as intended. Unopened device #7. The device was returned in a sealed pouch. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip pulled halfway into the housing prior to deployment. The device was advanced into an olympus gif q20 2.8 endoscope in a simulation upper gi position with the tip in the maximum retroflexed position to simulate a worse case position. Upon an attempt to deploy the clip, the drive wire separated in the handle. The clip was successfully deployed on simulated tissue with use of hemostats. The drive wire was removed from the device and verified to be within the appropriate mfg specifications. The proximal end of the drive wire was verified to be within the appropriate mfg specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wirer the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.